Event description:
As reported by the user facility: multiple air alarms prompted the transition to blue air, utilizing four microbubbles, while champagne was observed during the ketamine infusion process, which followed the same protocol for both advanced air removal. The tubing was detached, air was flicked and purged, and the area was sanitized with an alcohol swab before reinsertion and reprime, allowing it to stabilize for several hours. However, norepinephrine #2 experienced a downstream occlusion without an apparent cause, leading to an increase in pressure until the maximum was achieved, followed by an additional push to facilitate flow.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or device logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or device logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of this reported incident. The reported issue was unable to be confirmed. We will maintain this report for further reference and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.